Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experience low pump flow. The impella cp device was placed with through the left femoral artery with noted minimal difficulty, although the device was inserted through a graft due to the patient¿s previous abdominal aortic aneurysm. The companion sheath was utilized for single access. Once placed, the impella was turned on to auto and immediately suction alarms triggered. The support level was reduced to p-5 with continued suction and limited flows. It was noted the patient had "extremely" unique arch and cardiac anatomy which appeared to have kinked the device at the angle of insertion across the new prosthetic valve. The patient hemodynamics remained stable at support level p-5. The percutaneous coronary intervention was completed and the impella cp device was weaned and explanted with a survived outcome. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the low pump flow and product damage has been completed. Product was not returned for investigation. Data logs were reviewed which confirmed low pump flow when pump started and remained to the rest of the case. Brief position alarms which resolve. Suction alarms confirmed. Clinical states almost immediate suction when pump turned on and low flow occurred when pump started. Patient had extremely unique arch and cardiac anatomy which appeared to kink the device at the angle of insertion across the new prosthetic valve. The root cause of the low flow was most likely kinked cannula per clinical description and data log review. The root cause of the cannula kink was most likely patient condition related per clinical stating patient had extremely unique arch and cardiac anatomy which appeared to kink the device at the angle of insertion across the new prosthetic valve.